Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned out of the package with all components in a pre-deployed position and there was no dried blood observed on the device, indicating the device had not been used inside the patient. During testing, the guide wire insertion, needle deployment and suture retrieval were all successful as designed. There were no abnormal observations. Based on the investigation, the reported cuff miss could not be confirmed and a definitive cause could not be identified as the device performed according to specifications and was not used inside the patient. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency.